Event description:
Facility alleged that the head up was not working on this bed. No injury reported.

Manufacturer narrative:
Technician isolated the problem to failing valve. Replaced the valve to resolve this issue.